Manufacturer narrative:
H10 h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on statement related to broken tip. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a knee surgery, the super turbovac 90 icw had metal debris in the surgical field area. The doctor removed the wand and washed away the foreign body with normal saline. The inspection found that there are signs of wear on the wand. They stopped using the device, and checked the residual condition of operation field to confirm that there was no foreign body in the patient's body. It is unknown if there was an available back up device or a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.